Event description:
On 08/16/2009, the patient reported that the previous month, he had elevated blood glucose readings in the 600's mg/dl. He stated he bolused insulin and his readings decreased to the 300's mg/dl. He continued to mow and work in his yard and he began to feel tired, sick, and he began vomiting. He was driven to the emergency room where he was admitted and he was treated by an injection of insulin and an IV drip. He stated, he was disconnected from his infusion device for 2 days and on the third day, he was put back on his device. He stated his readings while on his device were monitored for 2 days before he was released thirteen days prior to report. He stated his elevated readings were due to dehydration and being overheated from working in the yard. Product was replaced and requested to be returned for evaluation.